Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a critical pump error alarm. Alarm history showed a pump error 35 customer's blood glucose was 381 mg/dl. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error 35 was present in the long trace file due to severe corrosion on force sensor assembly. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.